Event description:
Narrative from staff: while dr. Was suturing, the tip of his suture needle broke off. The two pieces were removed from the field and placed into a specimen cup and placed in a bag along with the suture packaging and the box of remaining suture of that lot#.